Event description:
Patient in cardiovascular intensive care unit on a ventilator. The rn heard the ventilator alarm and responded. The rn noted the alarm was unusual ("device alert, safety valve open")and that the ventilator had stopped working. The rn immediately began to bag the patient with 100% oxygen and called for additional assistance. Respiratory therapy responded quickly and exchanged the ventilator. There was no harm to the patient. This alert/alarm was not one normally associated with this device.======================manufacturer response for covidien puritan bennett ventilator, covidien (per site reporter)======================after hospital biomed investigated the device, they determined the malfunction was caused by a defective central processing unit board (the mother board failed). The vendor was notified and came to the hospital and serviced the ventilator by changing the cpu board.